Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found on the nozzle due to insufficient cleaning. The reported issue (play in the zoom lever) was not confirmed during testing. There was roughness in the zoom function due to damage to the zoom lever. In addition, service found the adhesive on the bending section was damaged, there was play in the angulation knob and angulation was insufficient due to elongation of the angle wires, the adhesive on the objective lens and light guide lens was cloudy due to deterioration caused by chemical stress, the distal end cover was crushed due to handling, the insertion tube was scratched due to handling, the air/water channel leaked due to the channel being buckled and deformed, switch one was scratched and worn due to handling, the paint on the air/water cylinder and suction cylinder was peeling due to handling, and the label was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was play in the zoom lever on the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.